Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. The device was put through extensive testing including full functional testing and shock testing with no discrepancies found. The device was recertified and returned to the customer. Review of the device logs showed that during the time that the device was trying to sync to the patient's rhythm, the user was performing CPR compressions. Once the device was able to recognize a qrs, it was able to shock in sync mode and a shock was confirmed to be delivered to the patient. This investigation concluded that the device operated to specification and that the user performed CPR compression during the sync of the patients rhythm. Analysis of reports of this type has not identified an increase in trend.